Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 161.1mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported the patient developed an abscess over the pump site on the abdomen about a week ago. The patient was on antibiotics. Per the healthcare provider the plan was to explant the system as soon as possible.